Manufacturer narrative:
The samples were returned for inspection. The samples did not show any damage, scuffs, pinch marks, cracks, crazing, nor cuts that could cause the reported failure. A functional test was performed; and no leaks were detected. Thus, the failure mode reported was not confirmed. The root cause could not be established as no fault was found. A device history review (DHR) was performed, and no problems or issues were identified during this DHR review.

Event description:
It was reported that the cassette was tight after filling, but leaked before it was connected. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08523 is no longer considered reportable, please disregard any MDR reports associated with it.